Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy during a routine device changeout. The lead was capped and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 9.3-16.2cm and 13.8-16.3cm from the distal tip. Internal insulation abrasion was noted at 8.4-9.2cm from the distal tip. The etfe coating was intact at all abrasion locations.